Event description:
When pt awakened on 11/28/97, bed was wet from leaking dialysis catheter. Pt contacted dialysis center and advised to come in. After arrival, while catheter being cleaned for application of new connector, approx 5mm of catheter broke off. Upon further inspection a crack was discovered. Catheter was cut off to prevent further leakage and/or contamination.